Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas and alleged that there are have air bubbles in at least 5 cartridges. The patient had blood glucose levels of 400 and 523 mg/dl with moderate ketones. During troubleshooting, customer support found that the patient was using the cartridges per IFU and attributed the hyperglycemia to a product issue.